Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during an attempted implant, after placing the right ventricular (rv) lead and measuring threshold and sensing, the physician noted that the anchoring sleeve had dislodged and was transported into the pulmonary stream by the patient's venous blood stream. The sleeve was removed from the pulmonary vascular system with a hook-system and the rv lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.